Event description:
The procedure was an angiography of the cerebral vessels. Following puncture of the common femoral artery via seldinger technique, the diagnostic catheter was forwarded over an 0.035" imp guidewire. The physician noticed an extreme tortuosity in the common iliac artery, but was able to forward the catheter without problem to the aortic arch. During the necessary rotation of the catheter in the aorta, the tip of the catheter came apart. As the end of the imp wire was about 10 cm away from the distal end of catheter, the separated part of the catheter could not be withdrawn with the wire. With the help of a "capture basket", the separated portion of the catheter was caught and withdrawn back to the puncture site. As it was not possible to withdraw the capture basket and catheter piece back through the 7f sheath, a cut-down was done at the puncture site to remove it. There was no actual harm to the patient, and permanent harm is not expected. The product is available for evaluation and testing; however, it has not been received to date. Additional information will be submitted within 30 days of receipt.